Event description:
It was reported that an ilet user experienced recurrent lows attributed to using meal announcements as corrective doses, followed by hyperglycemia with a reported blood glucose of 260 during a call after temporary pump disconnection and breakfast. The user wears a dexcom g7 sensor and a contact detach infusion set, and a factory reset with full setup was completed with successful return to automated (¿bionic¿) operation alongside education on proper meal announcement practices, and additional training was scheduled. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct high glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.